Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was not in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc didn't boot up. Review of the log files confirmed malfunction of the flexvision pc. The fse replaced the cmos (complementary metal-oxide-semiconductor) battery which resolved the issue temporarily. A similar issue reoccurred in the previous case ID where the issue was resolved by reseating the hdd (hard disk drive), reseating all the power cables to disc bay and restarting the system several times. Again, this issue was repeated in the next case ID where the flexvision pc was replaced. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.